Event description:
Failure of sensors requires multiple calibration blood glucose tests which exceed limits of medicare to supply to users. "Implant date: (B)(6) 2022. Explant date: (B)(6) 2022." FDA safety report ID# (B)(4).